Manufacturer narrative:
The root cause of the leg ischemia was likely due to the clot observed in the patient leg because the leg ischemia was observed after pump removal. A definitive root cause was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella cp optical was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old female black or african-american had impella cp optical pump inserted. On (B)(6) 2019 the device was explanted, thrombus was fund in the impella leg so patient was taken for vascular surgery to remove it.